Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag was noticed that flow was reading zero. Speed was reading 3400. There was no flow and checked connections on flow probe still had no flow. The customer was unsure whether the pump was moving even though speed was reading. Immediately, consoles were changed and reestablished the flow. Console was removed and the pump was checked. It seemed to be working fine but the customer would like abbott to test console and motor also.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a blank flow was not confirmed. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot alongside the returned centrimag console and known working test centrimag equipment and connected to a mock circulatory loop for several days without any loss of flow or atypical flow alarms produced, including when the motor¿s cable was manipulated. A full functional checkout was performed, and the returned motor passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console, and data from the event dates of 08sep2024 and 09sep2024 were reviewed. The data in the log file did not indicate any issues with the centrimag motor. The system operated the motor within the set speed without any issues and no atypical drops in flow were observed while the system was operating the motor. No atypical alarms were observed. The system was observed have been manually shutdown on 09sep2024 at approximately 14:14 and was removed from patient use. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.